Event description:
It was reported that during the procedure the tip of two inserters broke while placing screws. All broken pieces were removed and the case was completed using a third inserter. There were no reported patient impacts or surgical delays. This is report two of two.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h6: methods, results, and conclusion codes. The returned driver was evaluated. Visual inspection revealed that the alignment block has fractured off. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. A root cause cannot be identified with the provided information.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00445.

Event description:
It was reported that during the procedure the tip of two inserters broke while placing screws. All broken pieces were removed and the case was completed using a third inserter. There were no reported patient impacts or surgical delays. This is report two of two.